Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on anastomosis during a laparoscopic gastric bypass, the device never made an audible click after the 2 turns counterclockwise. It was also reported that the device was difficult to remove from the cavity, however, the surgeon had to slowly pulled it out and the device was removed successfully. There was no patient injury.